Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had a history of gastrointestinal bleeding requiring outpatient blood transfusions. The patient was admitted on (B)(6) 2016 with a gastrointestinal bleeding event that required blood transfusions. On (B)(6) 2016, the patient suffered a perforated bowel with peritonitis and underwent an emergent sigmoidectomy and colostomy. The patient was critically ill and experienced a complicated post-operative period. The patient experienced a splenic hemorrhage requiring a splenic artery embolization on (B)(6) 2016. By (B)(6) 2016, the patient continued to have abdominal pain, refused any further tests and refused to eat. The patient became short of breath with decreased oxygen saturation and progressed to being unresponsive. Resuscitation efforts ensued and the patient was without spontaneous breaths, had no response to pain, and had fixed and dilated pupils. The vad estimated flow was initially 6 lpm and the patient received no medications. The patient¿s rhythm then could not be captured and lvad flow ceased. The patient had been intubated and had no gag and no cough reflex. It was suspected that the patient likely suffered a neurologic catastrophe and expired.

Manufacturer narrative:
The patient¿s reported history of gastrointestinal bleeding and expiration, and their correlations with the device could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists bleeding and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.